Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose was around 267 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.